Event description:
It was reported that during a low anterior resection procedure, there was a hole in the plastic packaging. The device was not used.

Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd in good visual condition. The device was rec'd with the breakaway washer present, uncut and full loaded with staples. The device was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was noted to be complete. After further investigation, the ancillary trocar was noted to be damaged. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. As the instructions for use state, "rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft." A batch record review was performed and no anomalies were found during the mfg process.